Event description:
It was reported that the user experienced hyperglycemia after announcing a meal with an incorrect, smaller meal size in the ilet system, which resulted in less insulin delivery and subsequent blood glucose readings over 400 mg/dl for approximately four hours on two occasions; no alerts or alarms were reported. Symptoms included hyperglycemia. Outcomes included no health consequences or impact and no medical attention required. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem consistent with an improper or incorrect procedure related to meal announcement selection on the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that contributed to the event.